Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging an issue with his onetouch delica lancing device. The complaint was classified based on the customer service representative (csr) documentation. The medical surveillance specialist requested the csr follow-up with the patient for additional information, however the patient was unable to be reached. The patient stated that the alleged lancing device issue began approximately a week ago (exact date and time not known by patient) when the device was dropped and it is now broken. The patient manages his diabetes using insulin (self-adjusts) and he did not specify making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed experiencing symptoms of ¿frequent urination, weakness, hypoglycemia and hyperglycemia¿ approximately 1 hour after the alleged issue began and denied receiving any form of medical intervention in response to the reported event. At the time of troubleshooting the csr confirmed that it was not the patient¿s first use of the device as it had been in use for several years, and the correct 30g lancets were being used. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. As the patient was unable to be contacted, it is unknown if the patient was unable to test his blood glucose due to the reported issue, therefore the subject device could not be ruled out as a cause or contributor to the event.